Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: 1 implanted mitraclip [unk part and unk lot]; steerable guide catheter (sgc0302 80308u257). The mitraclip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The mitraclip xtr device is currently not commercially available in the u.s; however, it is similar to a device sold in the u.s. The steerable guide catheter and clip delivery system (cds0502) are filed under separate medwatch report numbers.

Event description:
This report is filed as the implanted mitraclip detached from one leaflet, while remaining attached to the other leaflet. It was reported that this was a mitraclip procedure treating mixed, functional and degenerative, mitral regurgitation grade 3 with a thin and immobile anterior medial leaflet due to a previous transcatheter aortic valve implantation. One mitraclip was implanted without reported issue. A second mitraclip (cds0602-xtr 80119u186) was implanted; however, after 10 minutes, this clip detached from the anterior medial leaflet and remains attached to the posterior medial leaflet (single leaflet device attachment -slda). Per physician, the slda was due to pre-existing anatomy. As treatment for the slda and to further reduce mr, it was decided to place a third mitraclip. The third clip, mitraclip (cds0502) was unable to grasp the leaflets due to anatomy. Reportedly, there was no evidence of tissue damage due to this difficulty grasping but it was decided to remove this device from the anatomy. During cds retraction and while retracting the clip introducer from the steerable gide catheter (sgc0302 80308u257), difficulty was encountered and the sgc flush port broke. A new sgc was used in replacement. A third mitraclip (cds0602-xtr) was implanted between the first and slda clip without reported issue. The mr was reduced to grade 2. No additional information was provided regarding this issue.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not identify a lot specific product quality issue. All available information was investigated and the reported single leaflet device attachment appears to be related to patient morphology/pathology. There is no indication of product quality issue with respect to manufacture, design or labeling.